Event description:
It was reported that the pump alarm went off. The patient did not experience any signs or symptoms. The device was interrogated and noted the pump was empty but otherwise normal on (B)(6) 2011. The pump was refilled and reprogrammed on (B)(6) 2011. The patient outcome was reported as resolved without sequelae on (B)(6) 2011. The drug in the pump was gablofen.

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: unknown.

Manufacturer narrative:
(B)(4).